Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') and sjogren's syndrome ('sjogrens disorder') in an adult female patient who had essure (batch no. 674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure- yes". The patient's concurrent conditions included overweight, amenorrhea, painful urination and breast pain. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo provera) and tropicamide (midrin m). In 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight decreased ("weight loss"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), alopecia ("hair loss"), headache ("headaches"), fibromyalgia ("fibromyalgia") and amnesia ("memory loss"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, rheumatoid arthritis, sjogren's syndrome, menorrhagia, vaginal haemorrhage, alopecia, migraine, headache, dysmenorrhoea, weight decreased, fibromyalgia and amnesia outcome was unknown. The reporter considered alopecia, amnesia, dysmenorrhoea, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, sjogren's syndrome, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- 2009, (B)(6) 2010. Insertion details- right side- 3 coils, left 12 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received : new events- rheumatoid arthritis, fibromyalgia, sjogrens disorder, memory loss, device insertion difficult were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.